Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room because she could not turn her stimulation off. The sjm representative met with the patient, and he allegedly was able to communicate with ER ipg without difficulty and turn stimulation off. It was reported the patient was on medicine and unable to confirm her reason for coming to the emergency room. No further information is available at this time.